Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. â â.  Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.

Event description:
It was reported that there was a malfunction resulting in unit rebooted and lost power during a case. The unit was replaced and case resumed. There was no patient injury.